Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "it's the right one that I had after my breast cancer", "the right one has ruptured and is leaking at the moment.¿ it is unknown if the device has been explanted.